Event description:
Related manufacturer reference number: 2017865-2026-00074. It was reported that patient presented with an unrelated injury that caused their right ventricular (rv) and right atrial (ra) pacemaker leads to become damaged. Both of the leads exhibited noise. The ra lead also exhibited high capture thresholds. The leads were explanted and replaced with a leadless pacemaker system. Patient was stable with no consequences

Event description:
New information received noted noise was over-sensed on both leads and the right atrial lead's high capture thresholds lead to loss of capture.